Manufacturer narrative:
Two controllers were returned for evaluation and met specification; they passed visual and functional testing. The pump was not returned as an autopsy was not performed. Review of the manufacturing documentation of the pump confirmed that the associated device met all requirements for release. Review of the log files confirmed the reported low flow and high watt alarms. There is no evidence to suggest a device malfunction caused or contributed to the reported event. Although a definitive conclusion cannot be made, clinical and patient factors may have contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Based on the available information and without the return of the pump for analysis, no conclusion can be made regarding the root cause of the events; however, clinical factors including patient comorbidities may have contributed. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to a clinical change in the patient status that results in poor left ventricular filling or events that result in decrease flow to the pump. The instructions for use addresses setting of parameters for flow, power and watts and outlines guidelines for potential causes of alarms including assessment of the patient and device status and the related potential actions. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. These events are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the plow and power alarm threshold, how to recognize the alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Note: when one battery is depleted to <25%, the controller will automatically switch to the other battery. When this happens, an intermittent "beep" will sound, the alarm indicator on the controller will be yellow, and a message will be displayed to replace the depleted battery. If the battery is not changed within 5 minutes, the alarm volume will escalate until the battery is exchanged with a fully charged battery. When a depleted battery is not exchanged and there are only a few minutes of battery time remaining in both batteries, a high priority alarm will sound, the alarm indicator will flash red and the message on the controller will display "critical battery 1" or "critical battery 2." If this occurs, there are only a few minutes of power remaining before the pump stops; therefore, the batteries must be replaced immediately. Based on the internal investigation and field action, no additional investigation of this event is required at this time. The most likely cause of the reported event was found to be a communication error between the controller and the batteries. Device remains implanted.

Event description:
Per the ventricular assist device (vad) coordinator the patient called reporting low flow alarms with pump running 0.8-0.9 liters per min (lpm) and stated he was having some chest pain. The patient reported that when he went to bed that evening his flows were 3.9 lpm. He was advised to call emergency medical system but stated he would have his wife drive him to the hospital. In the emergency room an attempt was made by the physician to drop the pump speed to 1800 and then slowing bring back to his base without success. The patient was told he needed a pump exchange and patient stated that he would not go through another exchange. The patient transferred to the cardiac surveillance unit (csu) at which time he was having more chest pain. The physician spoke with the family and the patient was made a "dnr" (do not resuscitate). A morphine drip was ordered for comfort by the physician and palliative care was consulted. Mid-morning palliative care saw the patient and changed the pain medicine to dilaudid. By mid-afternoon the manufacturer's representative was informed by the medical staff that the automatic internal cardiac defibrillator (aicd) was turned off and that patient flows had now changed to >10 and around 5pm was informed that high watts were now alarming with threshold set at 7.0. The medical staff was instructed on how to increase the alarm limits. At 5:45 the patient was not responsive. High watts alarm was over 12, increased to 16 and in less than 5 minutes was over 25. Within approx. 5 min the pump had a red alarm "vad stopped change controller". The controller was changed however despite the back up controller being set at 3100 the rpm never got over 290. The family was told that the pump was not working and they requested to "let him go." Per medical staff documentation the patient remained on pain medicine and with his family at his side. The pump was turned off and the patient at 0025 on (B)(6) 2015. The family did not want autopsy or removal of pump.